Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) level was 500-600 mg/dl. Customer administered a manual injection to address bg and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. The customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.